Event description:
It was reported that they were trying to fill the arctic sun device, but it would not take up water. The patient was on therapy, and they needed to move. Stopped therapy, emptied pads and moved device. When they powered device back on it alerted it needed water. The water reservoir level registered 0 in diagnostics. The drained pads again and powered device off and back on. The diagnostics now show device water reservoir level 1. They verified pads disconnected and connection of fill tube in port directly beside fluid delivery line and other end of tube in water. When pressing fill device, device was not taking up any water. Nurse stated they have a device in another unit they could use. Encouraged user to send this one to biomed labeled would not fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that the pressure transducer was giving false negative reading, (-6.3). The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill the arctic sun device, but it would not take up water. The patient was on therapy, and they needed to move. Stopped therapy, emptied pads and moved device. When they powered device back on it alerted it needed water. The water reservoir level registered 0 in diagnostics. The drained pads again and powered device off and back on. The diagnostics now show device water reservoir level 1. They verified pads disconnected and connection of fill tube in port directly beside fluid delivery line and other end of tube in water. When pressing fill device, device was not taking up any water. Nurse stated they have a device in another unit they could use. Encouraged user to send this one to biomed labeled would not fill.